Event description:
It was reported a patient experienced recurrent peritonitis coincident with peritoneal dialysis (pd) therapy. Four months prior to receipt of this report the patient experienced the first peritonitis event, manifested by cloudy effluent. Subsequently the patient experienced recurrent peritonitis the next two consecutive months for a total of three peritonitis episodes. The patient was hospitalized for each peritonitis event. Treatment was not reported. At the time of this report the patient had not recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The first peritonitis event occurred on an unspecified date in (B)(6) 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.